Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the customer reported that the battery gauge level fluctuated depending on the temperature conditions surrounding the pump. The customer explained that when the pump was with the customer outside in cold weather, the battery gauge seemed to be lower and rose when the customer walked inside to warmer temperatures. The customer's blood glucose (bg) was 160 mg/dl. During troubleshooting with tandem customer technical support (cts), the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. Upon follow up, the customer reported that the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Cts informed the customer that temperature changes should not impact the indicated battery charge, and instructed the customer to contact cts if the issue occurred in the future. Customer acknowledged. Customer did not contact cts regarding the reported issue.